Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead measuring 50.0 cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 13.9-14.3 cm from the distal tip. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 14.1-18.1 cm from the distal tip. Internal insulation abrasion was noted at 13.9-14.3 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.